Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074811.

Event description:
It was reported that the patient underwent a procedure to re-position the spinal cord stimulation (scs) leads in the hopes of better covering his pain area. Post operatively, the patient was recovering as expected.